Event description:
It was reported that a patient presented in-clinic for a unrelated, routine generator change. Upon examination, the patient's right ventricular (rv) lead was noted to have exhibited intermittent loss of capture. No patient symptoms were noted due to the intermittent loss of capture. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.